Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. The device was reprogrammed. There were no patient consequences.